Event description:
It was reported that a screw broke in half while the surgeon was inserting the screw during a procedure. There was a delay of fifteen minute delay in completing the procedure. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the cannulation and shaft diameter were checked and no issues found. The thread profile, thread minor diameter and thread major diameter could not be checked, therefore complaint cannot be confirmed due to unavailabilityif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.